Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 3.0x28 mm rx xience xpedition stent delivery system was advanced and the stent was implanted. During post stent deployment check on angiography, a dissection was noted. Another xience xpedition stent was implanted to cover the dissection. There was no interaction of devices. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.